Event description:
It was reported the patient's blood glucose level rose to 15.3 mmol/l (275.4 mg/dl). The patient noted pain while wearing the pod for between 25 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d4: lot number changed from pd1u04062311 to pd1u04062321 unique identifier (UDI) # changed from (B)(4) to (B)(4).

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The formed needle was inspected, and it was found to have a dull needle tip. The dull formed needle tip is confirmed to be the cause of the reported pain during insertion.